Manufacturer narrative:
As stated in the event description, the drill bit, drill guide and leksell blocks all fused together. Below is the product information for each piece: catalog number: lk-gb-n-13, description: leksell guide block, lot number: 715001, (B)(4); dsg-6.3-090-2.4n, drill sleeve guide, 716180, (B)(4); ddk2-2.4-30x, disposable drill kit, 208140654, (B)(4). Batch record reviews of the 3 pieces were performed on 11/22/2017. For the leksell guide block, 3 guide blocks were planned for this work order and 3 were completed. There were no additional issues noted in the work order process notes that would contribute to the reported complaint and all guide blocks passed the in-process and final qc checks. For the drill sleeve guide, 18 drill sleeve guides were planned for this work order and 18 were completed. There were no additional issues noted in the work order process notes that would contribute to the reported complaint and all drill sleeve guides passed the in-process and final qc checks. For the disposable drill kit, 25 drill kits were planned for this work order and 24 were completed due to a nonconformance identified during the manufacturing process for one of the kits. There were no additional issues noted in the work order process notes that would contribute to the reported complaint and all remaining kits passed the in-process and final qc checks. The products were returned for evaluation. The evaluation and investigation for this issue are still on-going.

Event description:
On (B)(6) 2017, during a leksell frame seeg case, the ad-tech clinical specialist witnessed the surgeon drilling his first planned trajectory. After barely using the drill, the drill bit, drill guide and leksell blocks all fused together. The surgeon tried to get the placement tools apart, but the drill and guide would not budge. The leksell blocks eventually came apart from the fused drill bit and guide. There was no impact to patient safety as a result of the issue; however the surgery was cancelled and rescheduled for a different day.